Event description:
It was reported that there was a right knee periprosthetic infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6481-2-100, lot 047120, description: mrh tib rot comp xs-xl. Cat 6481-3-110, lot s8tha, description: mrh tibial b/pl keel sml 1. Cat 6485-3-111, lot 114638f, description: mrs fem stem w/o body 11x127mm. Cat 6459-2-040, lot s3e3x, description: 150d 5h slid/nail 3 ¾-5 1/2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding infection involving an mrh tibial insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. DHR indicates that there have been no reported discrepancies related to the investigation for the referenced lot. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a right knee periprosthetic infection.